Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no valid lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the affiliate that after implantation of a certas valve, the patient developed neurologic defects and the device was revised. The valves was implanted to the patient via lp-shunt with a setting 7 due to normal pressure hydrocephalus. The patient developed trouble walking several weeks ago the lumbar catheter came off during examination. A revision surgery was performed. No further information was provided by the hospital and the product will not be returned for evaluation. There is no report of adverse events for the patient or delay in procedure.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 7. The valve was visually inspected; biological debris was noted in the valve mechanism and needle holes in the needle chamber were noted. The valve was tested for programming and failed. The valve was flushed; no occlusions were noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The valve was reflux tested and failed. The siphon guard was tested and passed. The valve was dried. The valve was pressure tested at setting 7, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the rotating construct, helical spring magnets titanium axle vlat spring of cam/ball arm assembly ruby ball and in the housing. A review of manufacturing records was not possible as the lot number provided was not valid for this product code. Based on the results of the investigation, the reported issue is confirmed. The root cause for the problems found during investigation is probably due to the biological debris found on the rotating construct, helical spring magnets titanium axle vlat spring of cam/ball arm assembly ruby ball, and in the housing. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.